Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specifications including pacing and sensing; a detailed visual inspection of the distal ventricular setscrew showed deep damages at the level of the hexagonal head of the setscrew (completely rounded); this could explain why it was not possible to unscrew and remove the lead. Upon reception, the lead could have been removed only with a special tool to unscrew; these observations clearly resulted from incorrect screwing / unscrewing operations. However, it is not possible to determine whether these all damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported behavior. The damages identified to the distal ventricular setscrew are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in fig. 9 above. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity; in these conditions, the lead could have been tightened but with difficulties and bad/poor mechanical and intermittent electrical contacts could have occurred; this is also a possible hypothesis to explain the reported event; concerning the lead connection and the screwing/unscrewing operations, it should be noted that: the instruction provided in the physician's manual are adequate to prevent screwing problems.

Event description:
During the implantation procedure; the click of the screwdriver was not heard in the ventricular position. One day later, electrical characteristic of ventricular leads was out of specification. During the re-intervention, it was impossible to unscrew the ventricular set screw.